Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The patient samples in question were provided for investigation. The customer's results for both serum and plasma were confirmed on both a cobas c501 analyzer and modular p analyzer. As the two systems use differing methodologies, it is unlikely that an unknown substance would show the same direction and extent of interference with both methods. The investigation indicates the salicylate concentration of the serum sample was correctly determined. The serum salicylcate concentration may have been lowered during sample preparation.

Event description:
The customer received a questionable salicylate result for one patient sample. The patient had been admitted to the ER for an aspirin overdose. The patient had taken 24 325 mg tablets at 1:30 am in a suicide attempt. A lithium heparin plasma tube and a serum tube with gel were drawn from the patient at 05:20 am. The initial result from the plasma sample was 31.77 mg/dl and was reported outside the laboratory as 31.8 mg/dl. The initial result from a serum sample was 13.35 mg/dl and was reported outside the laboratory as 13.4 mg/dl. The doctor questioned the difference in the results and the samples were repeated. The repeat result from a plasma sample was 31.41 mg/dl. The repeat result from a serum sample was 13.06 mg/dl. The doctor believed the result from the plasma sample better fit the clinical picture of the patient. The doctor did not base any treatment or withhold any treatment due to the result from the serum sample. The patient was not adversely affected and their current condition was "good". The salicylate reagent lot number was 66849901 with an expiration date of 01/31/2014. The field service representative could not find a cause and stated the customer suspected the serum tube. He inspected the system, probes, wash stations, rinse mechanism, gear pump pressure. All were okay. He ran precision testing with results within specification. He confirmed the system was operational.